Manufacturer narrative:
Review of ticket trending and lot search found normal complaint activity for the architect ca 19-9xr reagent lot 96024m800. A review of the device history record for lot 96024m800 did not identify any issues. Using worldwide field data, the historical performance of reagent lot 96024m800 was evaluated. The patient median result for lot 96024m800 is within the established control limits. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9 xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed for an international product (list 02k91-32), that has a similar product distributed in the us (list 2k91-33). There was no additional patient information provided by the customer.

Event description:
The customer reported two falsely elevated architect ca 19-9xr results. Sample 1 generated an initial result of 43.2 u/ml and retest of 9.2 u/ml. Sample 2 generated an initial result of 246.2 u/ml and retest of 37.5 u/ml. No specific patient information is available and no impact to patient management was reported.